Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or for a biv ICD upgrade. The pacing lead impedance had steadily risen over time, and capture threshold had slightly risen. The physician elected to cap the pace/sense portion of the lead and implant a new sensing lead in the rv. The patient was stable before, during, and after the procedure.